Manufacturer narrative:
An event of regurgitation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
As reported in a research article, on an unknown date, a patient underwent mitral valve replacement with a 31-mm abbott mechanical heart valve. This procedure was complicated by mild paravalvular mitral regurgitation. Six months post - procedure, the patient presented with shortness of breath. Patient had a history of advanced type 1 myotonic dystrophy complicated by muscle weakness and recurrent falls, paroxysmal atrial tachycardia, bi-leaflet mitral valve prolapse with severe posteriorly directed mitral valve regurgitation, and non-ischemic cardiomyopathy. He expressed his desire for home hospice without intravenous therapies. A trial of probenecid therapy was proposed, intravenous milrinone was discontinued. He was discharged to inpatient hospice, and he discontinued all intravenous therapies. The patient expired 6 days after the second round of intravenous milrinone was stopped.